Event description:
Two patient samples with glucose results that do not fit the clinical picture. Patients were undergoing glucose stress testing. Patient 1, initial glucose result 100 mg/dl, testing by another method gave result of 500 mg/dl. Patient 2, initial glucose results 47 and 40 mg/dl. Testing by another method gave result of 500 mg/dl. Results were not used to guide therapy. The investigational unit was unable to determine a specific cause for the discrepancies. Performance testing was performed and within specification.